Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient was having difficulty recharging their ins, and the ins lost charge and stopped providing stim over the past 3-4 days. The patient stated she doesn¿t use an antenna belt, and never has. The patient did not have a programmer to attempt communication. The patient stated that she was concerned a pocket issue was causing the recharging problems. The patient stated the device was implanted in her hip, and she feels it had shifted but had been like this for a while. The patient also stated that the ins area hurts. Patient was redirected to a healthcare provider (hcp). The patient later met with a manufacturer's representative (rep) who was able to interrogate the device and confirmed the telemetry issues were not related to the implant but rather the recharger. Patient was issued a new recharger. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain and degenerative disc disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.